Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8711, serial (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving 10 mg/ml dilaudid at 3.5 mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient was no longer getting adequate pain relief from the pump even though they had been increasing the dose. The patient had a magnetic resonance imaging scan done. The MRI revealed a possible granuloma. Surgery was performed to remove the spinal segment of the catheter which was replaced. The pump portion was proved to be patent by aspirating. It was reported that the issue was resolved at the time of the report. The patient's status at the time of the report was noted to be "alive-no injury." No further complications were anticipated/reported.